Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. Customer stated that yesterday afternoon blood glucose was 138 mg/dl, then at evening they ate dinner blood glucose was at 180 mg/dl to 538 mg/dl and noticed infusion set was bent. The insulin pump will not be returned for analysis.